Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor device was observed to have a colored particulate matter (pm) on the fill port. This was observed when the overpouch was opened. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one unfilled unit was received by baxter for evaluation. Visual and stereomicroscopic examinations revealed the presence of numerous irregularly shaped particles on the filling port of the infusor. The particles were analyzed determined to consist primarily of silicone and oxygen. Infrared analysis of the particles revealed the absorptions were consistent with an inorganic silicate such as silicon dioxide and a polydimethylsiloxane type silicone rubber. It was then determined the root cause of the particulate matter reported was due to the seal gasket on the manufacturing equipment which is the only contact with the fill port made of silicone rubber; the gasket is also the same color of the particulate matter reported by the customer. To correct this condition, the seal gasket will be replaced more frequently during preventative maintenance to avoid deterioration particulate matter generation. No other observation was noted from the sample. This is single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.